Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had not been pleased with her device because it has never been effective. The patient went to the managing health care provider (hcp) 2-3 time and saw the representative 2 of the 3 times, they reprogrammed the device every time and had her reprogram it herself. The patient called the hcp a time or 2; she got stimulation so high it was hurting her. The patient has been having bladder infections and was now on a low dose of antibiotics long term to try to get rid of them. The patient has had 5-6 bladder infections since (B)(6) 2015, the most recent one starting on (B)(6) 2015. The patient would get over a bladder infection then 2-3 weeks later she would have one again. The patient was having urgency problems and having to wear heavy pads day and night. The patient stated that her symptoms haven't changed at all since she got the implant. The patient also reported she has pain in her back where the implant is. The managing hcp never physically examined her and never called to see how she was doing. The patient uses a bio freeze spray for the pain at the implant site and it helps but she was always aware of the pain. The patient experienced a buzzing feeling in vagina. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.